Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the facility lost reprocessing accessories maj-350, mh-856, mh-974, and maj-629. The accessories were likely misused. The event can be detected/prevented by following chapter in the instructions for use: chapter 7 cleaning, disinfection, and sterilization procedures; 7.1 required reprocessing equipment; preparation of the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the observation summary report from an ess, there were some reprocessing deviations observed during the on-site visit, and they are as follows: the customer was missing the following reprocessing accessories: (B)(4) . The ess provided reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.

Event description:
Olympus was informed that during an onsite visit, the user facility staff had an insufficient or incorrect reprocessing scope was used for next procedure. No patient infections or injuries reported.